Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and head/neck (non-malignant). It was reported that the rep showed up for an implant and it was reported to them that the patient had an infection in (B)(6) 2018 and their system was explanted. It was unknown if any factors contributed to the issue and was unknown if any diagnostics were performed. It was reported that the issue was resolved at the time of the report. The system was explanted on (B)(6) 2018 and would not be returned for analysis as the customer discarded it. The device was replaced with a new device from the same manufacturer. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.